Event description:
Infant born flaccid and apnic unable to resuscitate infant when resuscitation bag failed to inflate. Once bag did inflate, difficulty maintaining enough pressure in bag to adequately ventilate. Intermittant collapse of bag pressure when using mask and adapted to et tube. Infant heart rate dropped to 70's when pressure lost.